Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that an unspecified number of unspecified bd alaris¿ pump module smartsite¿ low sorbing infusion sets experienced occlusion during their lipid infusions. The following information was provided by the initial reporter: "I wanted to follow up on the several ireports about lipid tubing that nurses are unable to prime through. There are multiple lots affected and causing a lot of waste of disposables, time, and lipids. We perform sterile tubing changes and having to get new tubing during the procedure compromises the cleanliness. I am worried about the risk of infection to the patient. No issues have been identified after the tubing is attached to the patient, and no harm has been noted.".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of unspecified bd alaris¿ pump module smartsite¿ low sorbing infusion sets experienced occlusion during their lipid infusions. The following information was provided by the initial reporter: "I wanted to follow up on the several ireports about lipid tubing that nurses are unable to prime through. There are multiple lots affected and causing a lot of waste of disposables, time, and lipids. We perform sterile tubing changes and having to get new tubing during the procedure compromises the cleanliness. I am worried about the risk of infection to the patient. No issues have been identified after the tubing is attached to the patient, and no harm has been noted."